Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient's contact called fresenius technical services (ts) to request assistance with updating the settings for the patient's liberty cycler. During follow-up, the pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2021 with abdominal pain. A peritoneal effluent sample was obtained (cloudy) for culturing and a cell count revealed an elevated wbc (result not provided). The patient was diagnosed with peritonitis and formally admitted. The patient was initially treated with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown), however once the cultures returned positive for gram negative pasteurella (species not provided), the patient was transitioned to ciprofloxacin (dose, frequency, and duration unknown) prior to discharge. The patient was discharged home on (B)(6) 2021 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the use of any fresenius product(s) and/or device(s). Following discharge, the patient resumed using the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain), which warranted hospitalization and antibiotic therapy. Per the pdrn, causality was attributed to improper hand hygiene after interacting with one of their several dogs. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines and can be transmitted to humans through direct and indirect contact. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a product deficiency and/or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of a machine malfunction or deficiency. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient's contact called fresenius technical services (ts) to request assistance with updating the settings for the patient's liberty cycler. During follow-up, the pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on 15/jul/2021 with abdominal pain. A peritoneal effluent sample was obtained (cloudy) for culturing and a cell count revealed an elevated wbc (result not provided). The patient was diagnosed with peritonitis and formally admitted. The patient was initially treated with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown), however once the cultures returned positive for gram negative pasteurella (species not provided), the patient was transitioned to ciprofloxacin (dose, frequency, and duration unknown) prior to discharge. The patient was discharged home on 20/jul/2021 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the use of any fresenius product(s) and/or device(s). Following discharge, the patient resumed using the same liberty select cycler as before the events.